Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared. The customer reported a blood glucose of 49 mg/dl and bg was addressed with 2-4 carbohydrates. Reportedly, the cause of bg was that the basal settings and bolus ratios needed to be adjusted due to changing insulin needs.